Manufacturer narrative:
Technician found the bed in bed shop. Found: the casters would not hold and ratchet. Cause: the casters are old and worn out. Replaced the brake and brake/steer casters to resolve this issue.

Event description:
Complaint alleged that the casters do not hold. No alleged injury by account.